Event description:
The customer's mother reported on (B)(6) her son's blood glucose reached "high" (greater 500 mg/dl) less than 24 hours after the pod was activated. He was really thirsty and his vision was blurry. He drank some water and his bg measured 521 mg/dl. The pod was deactivated and discarded and he noticed the cannula had come out of the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.